Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found, but blood noted on proximal conductor, and insulation breached cut; full lead was returned for analysis.

Event description:
It was reported the right ventricular lead of a pacemaker dependent patient dislodged, and was removed and replaced by an active fixation lead. No patient complications were reported as a result of this event.